Event description:
While wearing the sound processor, the pt reportedly experienced loss of lock between the external equipment and the cochlear implant. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reproter problem was not resolved. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted.